Manufacturer narrative:
The use of the removal tool causes more than trivial damage to the vertebra. The description of the events detailed in this MDR represent intrinsic therapeutic's understanding at the time of submission. If any further information is found which would change or alter any conclusions or information another follow-up will be completed. Intrinsic therapeutics will continue to monitor for updates/trends.

Event description:
Attempted implantation on s1, and the mesh buckled. It looked like it got caught on the annulus. The implantation was stopped and a removal tool was used to explant, which worked without incidence. Unable to implant on l5 due to nerve location.